Event description:
In 2005, the patient reported a "return of pain three weeks prior to refill since implant". The patient stated "at the last two refills, I have had withdrawal symptoms. I perspire and have fatigue". The patient claimed that 4ml of drug was left in the pump at each refill. In 2007, the patient continued to complain about "withdrawal symptoms" two weeks prior to her scheduled refill appointment. The patient stated she has no more relief from pain than she did from the oral medication. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
.